Manufacturer narrative:
Concomitant medical product: model: 5076, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high superior vena cava (svc) defibrillation coil impedance and a fracture of the svc coil was confirmed. Additionally it was noted that the rv defibrillation coil impedance has increased. Reprogramming was completed with the svc coil being deactivated. The lead remains in use and the patient is under observation. No patient complications have been reported as a result of this event.